Event description:
Customer states the device was not ejecting the lancets resulting in accidental finger sticks. A request was made for the return of the suspect device nad replacement product was sent.